Event description:
Related manufacturer reference: 3008452825-2017-00070. During a ventricular tachycardia ablation procedure, a cardiac tamponade occurred. The catheter was advanced via retrograde approach into the left ventricle through the aorta. After a couple of minutes of mapping the left ventricle, heart movement caused the catheter to withdraw into the aorta. At this time the catheter could not be straightened and remained in the 180° position. After approximately 30 minutes, the catheter was removed and a new catheter was used to continue the procedure. Ablation was delivered on the septum of the left ventricle when the patient experienced chest pain and became hypotensive. An echocardiogram revealed a cardiac tamponade for which a pericardiocentesis was performed which stabilized the patient.